Event description:
Information received by medtronic indicated that the customer reported a connection issue between the transmitter and the phone. Troubleshooting was performed and was assisted to turn off the bluetooth setting and restart the mobile device. The customer was advised to launch the guardian app, go to the sensor setup menu within the app, and follow on-screen instructions to pair the transmitter and mobile device, however, the issue was not resolved. The pairing was not successful. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the app. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"An attempt to reproduce the reported event using +guardian+ (software version 1.3.1) installed on  samsung a13, (+android 13+) with a transmitter was conducted, and confirmed the issue is reproducible. We were able to reproduce the issue 100% of the time during testing. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After conducting a thorough investigation, it has been discovered that an incorrect zshield configuration was utilized during the creation of the zeus app. As a result, the app's performance has been impacted, as its ability to establish a ble connection. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: uninstall guardian app. Unpair all bluetooth devices from the samsung galaxy a13.(if it needed). Install the guardian app. Close all the apps(using force close). Run the guardian app. Finish normal startup with pairing transmitter (gst) and sensor connecting. If it does not help, do next steps: uninstall the guardian app. Disconnect transmitter from the charger. Install the guardian app. Close all the apps(using force close). Run the guardian app. Try to pair transmitter from os settings (like bluetooth headphones for example) if it is done, uninstall the guardian app. Unpair transmitter from os settings. Install the guardian app. Close all the apps(using force close). Run the guardian app. Finish normal startup with pairing transmitter (gst). {color:#bf2600}*if the steps that were previously taken to pair the transmitter have been completed successfully, then the next set of steps should be followed.*{color} navigate to sensor setup screen. Tap on the â¿¿skip you can set up laterâ¿¿ button. Tap on the â¿¿all done!â¿¿ button. Connect physical the gst(transmitter) and sensor. Wait 40 minutes. If it does not help, do next steps(you need to repeat these steps until it help at least 3 times): force close the guardian app. Run the guardian app. Wait 40 minutes. A new release will address and resolve this issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.